Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced aortic regurgitation and underwent an amplatzer device placement procedure on unspecified date after the lvad implantation. Additional information requested but not provided.

Event description:
The amplatz device was placed (B)(6) 2018.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.